Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain'), menorrhagia ('menorrhagia'), genital haemorrhage ('abnormal bleeding (general)') and blindness ('vision/eye problems type: vision loss') in a (B)(6)-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included postpartum cardiomyopathy and thyroid cancer. Previously administered products included for an unreported indication: oral contraceptive nos. Concomitant products included alprazolam since 1996, amfetamine aspartate;amfetamine sulfate;dexamfetamine saccharate;dexamfetamine sulfate (adderall) since march 2016, fluoxetine hydrochloride (prozac) since 1995, furosemide since 2010, ibuprofen since 2010, levothyroxine since (B)(6) 2010, liothyronine sodium (cytomel) since (B)(6) 2018 and potassium since 2016. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), blindness (seriousness criterion medically significant), vaginal haemorrhage ("abnormal bleeding (vaginal)"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches"), tooth disorder ("dental problems"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), fatigue ("fatigue"), alopecia ("hair loss"), libido decreased ("other injury(ies) or complication (s) please describe: decreased libido"), oedema peripheral ("pedal edema"), arthralgia ("joint pain"), abdominal distension ("bloating") and vulvovaginal pain ("vaginal pain") and was found to have weight increased ("weight gain"). On an unknown date, the patient experienced abdominal pain lower ("lower abdominal pain"). The patient was treated with surgery (ablation and hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, menorrhagia, genital haemorrhage, blindness, vaginal haemorrhage, mood swings, depression, migraine, tooth disorder, dysmenorrhoea, dyspareunia, fatigue, weight increased, alopecia, libido decreased, oedema peripheral, arthralgia, abdominal distension, vulvovaginal pain and abdominal pain lower outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, alopecia, arthralgia, blindness, depression, dysmenorrhoea, dyspareunia, fatigue, genital haemorrhage, libido decreased, menorrhagia, migraine, mood swings, oedema peripheral, pelvic pain, tooth disorder, vaginal haemorrhage, vulvovaginal pain and weight increased to be related to essure. The reporter commented: most, if not all symptoms decreased. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan vagina - on (B)(6) 2017: result: other (please describe) appropriate placement. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received: event injury was replaced with pelvic pain. New events - hormonal changes describe: mood swings, abnormal bleeding (general), abnormal bleeding (vaginal, menorrhagia), psychological or psychiatric problems condition: depression, migraines / headaches, dental problems, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), vision/eye problems type: vision loss, fatigue, weight gain, hair loss, other injury(ies) or complication (s) please describe: decreased libido, pedal edema, joint pain , bloating, vaginal pain, lower abdominal pain, joint pain were added. Severity of event vaginal pain, pelvic pain, lower abdominal pain were updated as severe. Reporter's information, medical history, concomitant drugs, lab data were added. Case is upgraded from other event to incident. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.